Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer stated they did not received low battery alert prior to off no power alarm. Customer stated it was second occurrence of off no power alarm without low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.